Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an abnormality of the delivery cup of the leadless implantable pulse generator (ipg) delivery system during implant. At first it looked like water in the device cup. After flushing the system, some scratches were noted on the surface of the device cup. The system was used successfully to complete the implant. No patient complications have been reported as a result of this event.